Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 400 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin and potassium to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer was mixing old insulin with new insulin when using the pump. Tandem technical support educated the customer on insulin labeling.